Event description:
Rt with right ventricular failure has iabp in place. When transport team arrived, perfusionist switched the patient over to the cardiosave balloon pump console for transport at which time the screen read low helium. Prior to arrival, perfusionist recharged helium to full capacity which was validated by powering up the machine and status of the balloon showed green light indicator on and to be completely full. A new console was obtained and patient switched to the new console without issue. No apparent adverse outcome related to the malfunction. Route: yes. Event abated after use stopped or reduced: yes.